Event description:
It was reported that a patient's blood pressure measured very high. The patient was anesthetized and the blood pressure continued to be high. The patient for more drugs and the situation stayed the same. The nurse checked the cuff and the cable; no change in the blood pressure. The monitor was exchanged, but not the cuff and cable. After that, a very low blood pressure was measured on the patient. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.